Manufacturer narrative:
It was reported that the wrong iview ((B)(4)) was in the box for (B)(4). The case was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the wrong iview ((B)(4)) was in the box for (B)(4). The case was completed successfully.